Event description:
Coiling treatment of a mca aneurysm. It was reported during coil placement, the last 2mm of the coil would not fit into the aneurysm. Physician re-positioning the coil and the aneurysm ruptured. The coil was detached and implanted. Additional coils were implanted to stop the bleeding and a ventricular system was placed in the patient. No patient injuries or complications were reported as a result of this event.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was implanted in the patient.